Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to operational context of the procedure as it is likely that inadvertent mishandling while removing the protective sheath resulted in the reported material deformation (flared stent). There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the 3.5x15mm xience alpine rx stent delivery system (sds) was unpacked and the protective sheath was removed from the sds with resistance. Upon inspection, the stent was observed to be flared. The sds was not used and there was no patient involvement. Another xience alpine rx sds was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information as provided.